Event description:
It was reported that the pump touch screen was on, but the display remained black. Despite the issue, the customer's blood glucose level remained between 54-500 mg/dl, indicating no adverse impact. Technical support instructed the customer on troubleshooting steps, which did not resolve the issue, so they arranged for a replacement pump. The customer was advised to use multiple daily injections as backup therapy and was provided with instructions on returning the faulty pump.